Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their managing physician regarding the poor communication and the device sliding down issue and had an appointment for (B)(6) 2018. The circumstances/cause of the issues was not determined and no steps had been taken to resolve the issue. The issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a poor communication screen when attempting to synchronize to the implantable neurostimulator (ins). As an action already taken by the patient, the batteries in the programmer were changed. The patient did use the antenna and, when it was confirmed to be securely attached, and synchronized to the ins, the issue was not resolved. When the programmer itself was placed directly over the ins and synchronized to the ins, the poor communication was still not resolved. The patient denied that they had a loss of therapy although they noticed that if felt like the ins had slid down somewhat. The patient had no falls, trauma, or no significant weight changes (¿maybe a couple of pounds¿). The patient did not have a managing physician and was provide with healthcare professional (hcp) listings. They were directed to follow up with a hcp to evaluate the ins sited and determine status of the ins battery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.